Event description:
It was reported that the 9900 system had a physicist discrepancy of collimator too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call.